Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, fever and cloudy effluent. The cause of peritonitis was unknown. The patient did not require hospitalization for the event. On and unreported date in the same month as the onset, the patient started treatment with cefazolin ip (dose and frequency not reported) for peritonitis. On a later date, early next month, the patient discontinued cefazolin and switched to tobramycin (dose and frequency not reported) ip for peritonitis. Treatment with tobramycin was ongoing. The patient was recovering from the peritonitis. On an unreported date, dianeal therapies were discontinued. No additional information is available.